Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error twice during prime process, and also alarmed weak battery. The customer's blood glucose was 279 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the insulin pump was advised. Nothing further was reported.